Event description:
The customer reported that the light pipe blackened while using their system with the light pipe. The customer does not drop the output intensity to 10 lumens while the probe is in the air. The customer stated the light pipe burnt a patient, however, no further information was provided about the patient or procedure.

Manufacturer narrative:
The company service representative examined the system, and could not duplicate the problem. The system was checked; it met all product specifications, and was returned to service. A review of service and manufacturing history data for the system indicates that there have been no additional service requests. Complaint trending indicates no recent adverse trends associated with the complaint. A copy of the operators manual was forwarded to the facility for their reference as a notification "an output of higher than 10 lumens in air may result in tip deformation of plastic fiber optic illuminator probes". This report mailed in to FDA on: 03/05/2008.